Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the patient had an episode that per programming the device detected as supra ventricular tachycardia; however, the clinician thought that the episode was ventricular tachycardia and desired to have the rhythm treated. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.